Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. Intermittent button response due to corroded keypad trace. The insulin pump was received with minor scratches on liquid crystal display window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.